Event description:
The hcp reported during a refill of the pump, she had to use 3 different refill kits to successfully refill the pump. She held back pressure for a long time and eventually got a downward pull and was able to refill the pump. She reported there was a question of a pocket fill. The pt then experienced increased tone, went to the implanter, and had the pump replaced due to battery depletion. The pt's mother reported the surgeon had told her the explanted pump was empty. Since the device replacement, the pt has recovered without sequela.